Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent fell off the balloon. The 85-90% stenosed, calcified, target lesion was in the mid left circumflex (lcx) artery at the 1st obtuse marginal artery. The takeoff of the lcx was at a >90 degree angle from the left main artery. The lesion was predilated with a 2.5x12mm maverick balloon catheter. The physician attempted to advance a 3.5x16mm taxus express2 drug eluting stent, but the device would not adequately cross to the lesion. "With the >90 degree turn, the device would make the right (1st) turn and not the left (2nd) turn." During withdrawal, it was noticed that the stent had fallen off the balloon inside the pt in an unspecified location. Attempts to retrieve the stent with non-bsc snare as well as with the facility's "own snare" (reportedly, a combination of an unspecified guide wire, snare and balloon catheter) were unsuccessful. The pt required single vessel coronary artery bypass surgery. There were no additional pt complications reported with the pt currently "recovering" and "doing fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.